Event description:
My philips dreamstation 2 CPAP machine malfunctioned. At first, the air pressure remained very high despite changing the settings to the lowest possible pressure, causing aerophagia which made me have to stop using it. As I was trying to troubleshoot the device, the screen changed and said "service required" so I took it to aerocare who said that I needed to replace it. The CPAP machine smelled like it was getting too hot as well. The medical equipment company said that the dreamstation 2 has been recalled, but I don't see that information on the philips website on the list of recalled products. They said that the silicone used in place of the old abatement foam (pe-pur) that caused the need to recall the dreamstation 1 has also been found to release voc's. That is unconfirmed but that is what I was told. Currently investigating an airway inflammation condition, we don't know what it is yet. Could be from CPAP usage.